Event description:
It was reported that during a rotational atherectomy procedure, the tip of the wire fractured during ablation. The separated tip remains in the patient's artery. Patient status is listed as "okay".